Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and lead system was going to be removed for a pocket infection. However, the patient is pacemaker dependent so the physician decided not to remove the system at that time. When the ICD was interrogated prior to the scheduled replacement surgery the patient received an inappropriate shock and inhibition of pacing was observed.